Event description:
It was reported that the hinge on the device (scissors mcen145s wormald thin bone stra) is broken. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The device (scissors mcen145s wormald thin bone stra) was returned for evaluation. Analysis indicated that the internal wire is broken near the axis of the blade. The impact on the blade shows that the user tried to cut something very hard with excessive force. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.